Manufacturer narrative:
H6: investigation conclusion code corrected-d1001 shall be used instead of d15.

Manufacturer narrative:
H6; code c19- a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. H6; conclusion code updated. As the device remains implanted, no product analysis could be performed, and a definitive root cause could not be determined for the reported issue. The product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2019, patient underwent endovascular treatment and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2022 a physical examination confirmed a persistent type ii endoleak supplied by a conglomerate of left lumbar vessels. On (B)(6) 2023, patient underwent reintervention for this type ii endoleak. Additional coils were added on the right side.

Event description:
On (B)(6) 2019, patient underwent endovascular treatment and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2022 a physical examination confirmed a persistent type 2 endoleak supplied by a conglomerate of left lumbar vessels. On (B)(6) 2023, patient underwent reintervention for this type ii endoleak. Additional coils were added on the right side.

Manufacturer narrative:
Adverse event problem code c21 ¿ results pending completion of manufacturing evaluation. Adverse event problem code c20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. Patient medication was provided and are as follows: aspirin, lipitor, cardizem, tikosyn, synthroid, lopressor, prilosec, effexor. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.